Event description:
According to the available information, the dynamic anchor suture appears to have broken at the mesh point.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. There were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.